Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this pacemaker showed noise at the right ventricular (rv) lead channel. The threshold and the impedance were stable. There was a recorded event in which 6 seconds of noise and 3 seconds of asystole were observed. There were no patient symptoms recorded. Reprogramming recommendations were discussed. The system remains implanted. No additional adverse patient effects were reported.